Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dizziness ("got pretty dizzy"), hyperhidrosis ("felt like I was sweating to death"), fatigue ("felt really out of it and tired") and genital haemorrhage ("was bleeding a bit but nothing severe but more than just the discharge experienced since left hospital"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy without removing ovaries). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal, dizziness, hyperhidrosis, fatigue and genital haemorrhage outcome was unknown. The reporter considered dizziness, fatigue, genital haemorrhage, hyperhidrosis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- medical device removal, dizziness, fatigue, hyperhidrosis, genital haemorrhage. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. Device explantation date added. New events ¿got pretty dizzy¿ and ¿felt like I was sweating to death¿ and ¿felt really out of it and tired¿ and ¿was bleeding a bit but nothing severe but more than just the discharge' added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.